Event description:
It was reported to boston scientific corporation that a 30mm ultraflex¿ covered tracheobronchial stent was to be used to treat a malignant stricture during a stent placement procedure performed on (B)(6) 2015. According to the complainant, during the stent placement procedure the physician experienced difficulty while attempting to deploy the ultraflex¿ covered tracheobronchial stent . The physician was unable to fully deploy the ultraflex¿ covered tracheobronchial stent. The ultraflex¿ covered tracheobronchial stent was removed from the patient partially deployed. The procedure was completed with a 40mm ultraflex¿ covered tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Reported event of stent partially deployed. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
An ultraflex tracheobronchial stent and delivery system were returned for analysis. Visual examination of the returned device found that the stent was partially deployed by 4mm. During the product analysis the investigator was able to deploy the remainder of the stent without issue. No issues were noted with the profile of the stent. Visual and tactile examination found that the distal end of the catheter was kinked in two separate locations. This type of damage is consistent with excessive force being applied to the delivery system. Device analysis determined that the condition of the returned device was consistent with the complaint incident. However, the stent was able to be fully deployed during analysis. The cause of the reported deployment difficulties was most probably due to anatomical or procedural factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a 30mm ultraflex¿ covered tracheobronchial stent was to be used to treat a malignant stricture during a stent placement procedure performed on (B)(6) 2015. According to the complainant, during the stent placement procedure the physician experienced difficulty while attempting to deploy the ultraflex¿ covered tracheobronchial stent . The physician was unable to fully deploy the ultraflex¿ covered tracheobronchial stent. The ultraflex¿ covered tracheobronchial stent was removed from the patient partially deployed. The procedure was completed with a 40mm ultraflex¿ covered tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.